Manufacturer narrative:
The device was returned to olympus for inspection. Olympus detected this issue during the device evaluation and there was no reported customer product complaint or allegation, therefore there is no information of customer reported date of event. Additional information will be provided once available. A root cause could not be identified. Based on the results of the investigation, the most probable cause of the scratch on the acoustic lens that reached the adhesive layer is traced to component failure, which is expected or random component failure without any design or manufacturing issue. However, the identity of the foreign material on the forceps elevator wire could not be determined. The customer cleaned, disinfected, and sterilized the device prior to sending to olympus for repair. The customer does not know what the foreign material is. There was no delay to pre-cleaning. The instrument/suction channel was aspirated with water. The customer stated there were no abnormalities in the accessories used for reprocessing. The instrument channel outlet was wiped/brushed with clean lint-free cloths, brushes, or sponges. The instrument channel, instrument channel port, and suction cylinder were brushed. There were no other concerns with reprocessing. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the ultrasound gastrovideoscope, which is an olympus asset, with no reported complaint. During the evaluation of the device, foreign material was observed on the forceps elevator wire, and the acoustic lens was found to have a scratch reaching the adhesive layer. There was no patient involvement.